Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2006. It was reported the patient is no longer able to increase the amplitude of the stimulation past the level of perception. The patient is currently working to establish a physician in her area and will be reprogrammed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.